Event description:
It was reported that during an unk procedure, a balloon burst occurred. The lesion was located in the superficial femoral artery. The details of the lesion are unk. On the first inflation the ut sds/8-4/5.3/90 balloon was inflated to 10 atmospheres at burst. A piece of the balloon fell off inside the patient, and a thrombectomy was completed to remove the piece of the balloon. No further patient complications occurred. The patient status is fine.